Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal bupivacaine 20 mg/ml at 2 mg/day, morphine 10 mg/ml at 1 mg/day, and compounded baclofen 500 mcg/ml at 50 mcg/day via an implanted pump for an unknown indication. It was reported the patient had intermittent flu like symptoms accompanied by diarrhea. Although her pump had been alarming on and off, she thought it was the smoke detector. The patient¿s pump was interrogated on the date of this report and found to have been stalled and recovered numerous times before it stalled for good on (B)(6) 2019. The pump logs (session date (B)(6) 2019) showed the first motor stall occurred on (B)(6) 2019 and stalled and recovered multiple times. The stopped pump duration exceeded 48 hours message occurred on (B)(6) 2019. The pump was replaced on (B)(6) 2019 and was returned. There were no environmental/external/patient factors that may have caused or contributed to the issue. Diagnostics/troubleshooting included interrogating the device and reviewing the logs. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. All patient symptoms had resolved at this time. The patient¿s medical history included chronic pain. The patient¿s weight was asked and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.